Event description:
It was reported the pt was in "agony" for two yrs after a pump replacement in 2007 where the catheter was not replaced. An MRI showed the catheter was "broken." The catheter was replaced in early 2009. Following the revision, the pt was told "they had the wrong catheter for two yrs." Additional info received indicated the pt had a granuloma near the catheter pathway. The hcp moved the catheter down and attached a new distal end. Per the reporter: "the pt was confused when coming out of anesthesia." There was no "wrong" catheter used. During the procedure a new spinal segment of catheter was inserted. Once csf was seen the new segment was clamped and the existing catheter segment was found, trimmed, and was sutured/closed to the new spinal segment using the connector pin with the strain relief boot. A priming bolus was planned and calculations were double checked. Following the case, the decision was made not to update the pump with the new catheter lengths, simple continuous programming changes, or to administer the priming bolus because "the newly implanted catheter was about the same length as what was cut/sutured off, and based on calculations the new portion would be completely primed while the pt was still in post-op." The programming was not changed because "the reason for the revision was due to a granuloma and the hcp did not want to change the daily dose that was previously set."